Event description:
Caller states that the pt tested 3.9 inr on the device while a comparison lab drawn returned as 2.9 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.